Event description:
During assembly of a mammotest production unit, it was discovered that the plate welded to the inner column may fail under certain conditions due to a manufacturing fault. According to info from the supplier, the table will shift down 1.4 degrees or a total of 3.1 cm if this failure occurs. If the table shifts down, the limit switches will engage and the table will stop all downward motion. This will occur before the table reaches a maximum shift for the 1.4 degrees.

Manufacturer narrative:
Results - broken weld. Additional info: only three systems are affected in the united states. The three affected systems will be repaired and returned to service by: (B)(4).